Manufacturer narrative:
Date of this report: 11/08/2018. Date received by manufacturer: 10/31/2018. The following information was inadvertently omitted from the initial report sent on 11/05/2018: the customer swapped out the battery and the issue was resolved.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device failed to display battery information on the vent information screen. There was no patient involvement. The event date was not specified; estimate used.